Manufacturer narrative:
Concomitant medical products: dtmb1d1 ICD, implanted (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was programmed incorrectly. Follow up with the company representative indicated that the lead will be reprogrammed at the next clinic visit. The lead remains in use. The patient is a participant in the world-wide randomized antibiotic envelope infection prevention trial clinical study. No patient complications have been reported as a result of this event.